Event description:
It was reported end of service (eos) / end of life (eol) message. Patient was not able to read battery. During replacement surgery, open circuits were discovered. Implantable neurostimulator (ins) was replaced with 3058 and lead was replaced with a 3093-28. Extension was removed. Patient was receiving adequate therapy after surgery.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 3093-28, lot# j0504377v, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).